Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported deployment difficulties resulting in subsequent unexpected medical intervention to treat the damaged stent. It may be possible that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and preventing the thumbwheel from rotating resulting in partial deployment; however, this could not be confirmed. The reported stent stretching, and separation likely occurred due to removing the sess with the stent partially deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1069 removed. H6: health effect - clinical code 4582 removed.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified de novo lesion in the superficial femoral artery (sfa). An attempt to deploy a 5x150mm absolute pro self-expanding stent system (sess) was made; however, only the first 5cm of the stent opened normally when rotating the thumb wheel before it froze. An attempt to break the handle and deploy the stent manually was made but the handle could not be broken. As the sess was retracted, the stent was deployed in the target lesion; however, this resulted in stretching and fragmented parts of the stent along the sfa. The procedure was successfully completed by overlapping another 5x120mm absolute stent on top of the fragmented pieces. There was a clinically significant delay. No additional information was provided.